Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. The customer's high blood glucose was 448 mg/dl and low blood glucose was 53 mg/dl. Customer was treated with bolus for high blood glucose. The insulin pump will be returned for analysis.